Event description:
It was reported that during a lead implant procedure the guidewire was stuck with the lv lead. Lead was not implanted. A new lead was implanted. Patient was stable.

Manufacturer narrative:
The final analysis confirmed the guidewire got stuck with the lead. The damage found was sustained during procedure. The lead was otherwise normal.